Event description:
I have mcghan 168 saline filled breast implants over the muscle which were implanted in 2004. I have had back problems, heart issues (svt), inflammation, hair loss, early menopause, low libido, gallbladder removal, depression, gut problems, recurrent uti infections, persistent bacterial infections, (B)(6), reflux and terrible headaches. FDA safety report ID# (B)(4).